Event description:
It was reported to boston scientific corporation that an advantage fit transvaginal mid-urethral sling system was implanted on (B)(6) 2008 according to the complainant, the patient presented with pelvic pain, erosion, and stress urinary incontinence (date/s of onset and specifics unavailable). All other information, including the patient's current condition, is unknown and reportedly unavailable.